Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1311902) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. In addition, it was reported that a pre-procedure femoral angiogram showed presence of "heavy" pvd/calcium in the vicinity of the access site.

Event description:
It was reported by the aci vascular closure specialist that a female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the center of the femoral head via a 6f sheath (model unk). A pre-procedure femoral angiogram showed presence of "heavy" pvd/calcium in the vicinity of the access site and the vessel size to be 8mm. Pre-procedure the patient was anti-coagulated with angiomax. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure at the tip of the procedural sheath (1st stop) when pulling back to the arteriotomy. The device was removed and since access was maintained a device from another manufacturer (angio-seal) was used. The patient was ambulated and discharged to home the same day with no clinical sequela noted. No further information is available.